Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited oversensing of noise. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product involved in this event has not been returned for analysis. This report will be updated if the product is returned.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited oversensing of noise. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.